Event description:
I used a neti pot wrong as it did not state to not to use tap water. I used tap water and did not dissolve the crystals. The crystals got into my nasal pores and now is all in my body. I have been through hell and back for the last year. In (B)(6) of 2021 I drank too much water trying to get rid of the crystals and ended up having a seizure and in uva ICU from a wednesday to friday morning. Finally got out on monday. I could have died, but I didn't know you could drink too much water lowering your blood sodium levels causing seizures. While there I told the doctor's I have neti pot in my body including head and they called in a psychiatrist for me to talk to and said it was not possible. I have been to doctor after doctor and they've all run test (scans, MRI's, x-rays) and they say everything is fine. I have taken bottles of the neti crystals that is in my saliva and all the doctor's say they can't be tested. Apparently neti pot crystals do not show up on tests and I'm at a loss of what to do. It has costs me a great deal of pain and money for hospitals, doctor¿s, and tests. I do not remember the brand name of the neti pot. These crystals are mainly in my skin and around my esophagus. When I drink my water or whatever kind of drink I have, it is getting into my skin allowing these crystals to get wet like they're supposed to be. I have had a barium drinking test and they said everything was fine, which I know different. I can't get any help because all the doctor's say it's not possible and won't have these crystals tested. FDA safety report ID #(B)(4).